Event description:
This spontaneous case report was received from a female consumer of unspecified age via regulatory authority ((B)(4)) in united states on (B)(6) 2014 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted and experienced severe pain on left side everyday, bleeding, have had 4 period since implantation, severe headaches on a daily basis, and nausea. No info given on consumer's history, past drugs, concomitant drugs and concurrent conditions. On (B)(6) 2014 the consumer had essure (fallopian tube occlusion insert) inserted with lot number b60754. On an unspecified date the consumer experienced bleeding, severe pain on left side everyday, have had 4 periods since implantation, severe headaches on a daily basis, which required unspecified prescriptions and nausea since insertion. She has never had events like these before. It was not reported if essure was removed after events. Consumer's outcome was not reported. No assessment was given.

Manufacturer narrative:
Follow-up info was received on (B)(4) 2014: case upgraded to incident. She has no relevant med history. An ultrasound was done within 3 weeks of essure implantation up until hysterectomy which showed correct placement. X-ray was inconclusive, diagnostic laparoscopy was inconclusive. Four weeks prior to this report she underwent a hysterectomy to relieve the symptoms. Essure coils and fallopian tubes were removed at the same time. She had a laparoscopic procedure for essure removal. She had a vaginal hysterectomy along with fallopian tubes removal. Her doctor did not say anything that it was off the position. She recovered from the essure removal procedure and her symptoms resolved after surgery. She believes the condition was caused by the essure removal procedure and her symptoms resolved after surgery. She believes the condition was caused by the essure devices because all her symptoms started within 24 hours of placement. No further info was provided.